Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head cable disconnection and the image did not appear. The issue was found during preparation for use for an unspecified therapeutic procedure which was completed using a similar device. The device is inspected before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation image did not appear was confirmed and cable disconnection was not confirmed. The device evaluation found camera cable buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.